Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported, that after a dental abutment had fractured the implant was attempted to be rescued by using a rescue tool. The fragment that remained in the implant was successfully removed. However, during the attempt of re-cutting the threads using an ankylos tap, the tap fractured with the tip remaining in the implant. In consequence the implant was not restorable as intended and will be removed.

Manufacturer narrative:
Investigation shows a fracture at the tip. Fractured surface appears rather like fracture occurred due to canting than to torsion forces. No deficiencies or conspicuity in material visible.